Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses and suffered several unexplained systemic symptoms, including soreness (mostly under arms), feeling tired, inflammation, history of mastoidectomy, ear problems, recurrent urinary tract infection, elevate ana level, and chronic otitis media in the left ear. The root cause of the patient¿s symptoms is unclear. The patient also developed baker grade ii capsular contracture in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with natrelle breast prostheses on (B)(6) 2021. Post explantation, rupture of the left breast prosthesis and gel bleed on the right breast prosthesis were observed. Additionally, the patient was diagnosed with silicone mastopathy post explantation. The removed devices were discarded after explant surgery. This medwatch report is for the patient¿s right breast prosthesis.